Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. The patient indicated that their vision was great post op initially. Patient proceeded with the os surgery and sometime after post op their vision became blurry os and later od became blurry as well. The hcp provided information that there was no deterioration in visual acuity on the vision test, but there was discomfort with a sensation of veiling the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported about vision became blurry after good initial post-op recovery. The symptom is still ongoing. Additional information was received from physician stating the patient's right eye visual acuity was always between 9 and 10/10. There is no issue with right eye. Additional information was received from consume stating she was still considering having the implants removed as it has huge impact on life and morale. There are two medical device reports associated with this patient. This report is associated with the right eye.